Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-03. Investigation summary: customer returned (3) loose 3/10cc, 12.7mm syringes. Customer states that they had difficulty in moving the plunger rod because it was tighter than usual. All returned syringes were tested and all plunger rods were able to be exercised in the barrel without any observed defects. Customer states that the needle with the shield was separated from the barrel. All returned syringes were examined and one sample exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0167556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure shield was separated from the barrel. Bd was not able to duplicate or confirm the customer¿s indicated failure difficulty in moving the plunger rod. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA pr1630423 has been opened to address this issue h3 other text : see h10.

Event description:
It was reported that 3 bd syringe 0.3ml 29ga 1/2in had hub separation and plunger issues. The following information was provided by the initial reporter : the customer reported that the needle with the shield was separated from the barrel and there was difficulty in moving the plunger rod because it was tighter than usual.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd syringe 0.3ml 29ga 1/2in had hub separation and plunger issues. The following information was provided by the initial reporter : the customer reported that the needle with the shield was separated from the barrel and there was difficulty in moving the plunger rod because it was tighter than usual.